Event description:
Pt was diagnosed with atypical neurological disease, silicone induced immune dysfunction syndrome, human "adjuvant" disease, and systemic candidiasis after receiving saline filled breast implants -mentor-, a chin implant -implantech-, and cheek implants. Their illnesses began 10 months after being implanted and persisted for another year before pt was diagnosed and had them removed.